Manufacturer narrative:
Unit passed displacement test and active current test. Unit failed sleep current test. Unexpected battery power loss not confirmed. Power error detected due to j6 connector resistance issue. High sleep current isolated to pcba 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issue. The customer¿s blood glucose was unknown. It was reported that low battery and replace battery few times per week. The customer already tried to restart the insulin pump, but without result. The insulin pump will be returned for analysis.